Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: failure mode reported by customer can be caused by tie too long. During sample evaluation was found that the tie strap did not interfere on the correct function of the locking mechanism. Sample was evaluated and no damage/broken components that could be related to the defect reported by the customer could be observed, plate was activated and de-activated several times without any issues. Also, while the plate was open, and the exit port closed, the plate was pressed to release the air and it was not possible, no leak was identified. Based on the present analysis, it is determined that the reported complaint is not confirmed and based on the information provided it couldn't be related to manufacturing process, it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery on an unknown date and a reservoir was used. During the surgery, negative pressure could not be applied, and the reservoir could not be locked. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4).